Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The following cosmetic damage was also found on the pump: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 75 mg/dl. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues, and that he was sleeping when the alarm occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.